Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a failed teflon infusion set on an ilet system resulting in blood glucose above 300 mg/dl, with correction achieved after changing the infusion site; the user¿s caregiver described difficulty with the plastic applicator feeling stuck during removal and believes the site lifted before the guide needle was removed, suggesting the infusion set deployed incorrectly or the connector was not properly attached. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting and replacement of the infusion site, with no hospitalization reported. Investigation of this case revealed probable infusion set deployment error consistent with a bent or lifted cannula or incomplete connection during insertion, associated with the teflon infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was use-related infusion set deployment error.